Event description:
This complaint is now reportable based on the analysis completed on 12/28/2007. It was reported that during a coronary stenting treatment procedure, the 2.25x16mm express2 stent was unable to cross the lesion. No pt injuries or complications were reported. However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
Product analysis could neither confirm nor deny the crossing difficulty as stated in the complaint. Product analysis did reveal stent damage. The delivery device with the stent on the balloon was received and damage was observed on the stent. Examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. Microscopic examination of the material surrounding the damage did not reveal any inherent material deficiencies that would have contributed to the damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A CAPA has been initiated to address this issue. There is no evidence that the device was improperly manufactured. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. The root cause of this complaint can be attributed to operational context.